Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated atrial undersensing information. It was noted there was atrial undersensing observed in the save to disk electrograms (egms).

Event description:
It was reported that the patient received three inappropriate shocks following atrial fibrillation (af), which the implantable cardioverter defibrillator (ICD) inappropriately detected as ventricular fibrillation (vf). It was noted there was also right atrial (ra) lead undersensing and the pr logic algorithm should have discriminated the patient's rhythm and withheld delivery of therapy. The device will be reprogrammed at the next device check to resolve the atrial undersensing and the ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.